Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported a cassette burst and leak, resulting in the machine alarming an error message. Additional follow-up made to the pd patient confirmed there was no issue with overfill and no injury occurred. The pd patient stated he received an ¿m31 air detected in cassette¿ alarm during drain 5 of treatment and when attempting to cancel treatment and opening the cassette door fluid was reportedly leaking from the cassette and fluid also came into contact with the cycler. The pd patient stated it was unknown what may have caused the fluid leak and he was not requested to come into the clinic for any prophylactic medication. The pd patient stated he reverted continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment and no treatment was missed. The pd patient stated he did not require any medical intervention and no prophylactic medication was required or provided as a result of the reported occurrence.

Event description:
A peritoneal dialysis (pd) patient reported a cassette burst and leak, resulting in the machine alarming an error message. Additional follow-up made to the pd patient confirmed there was no issue with overfill and no injury occurred. The pd patient stated he received an ¿m31 air detected in cassette¿ alarm during drain 5 of treatment and when attempting to cancel treatment and opening the cassette door fluid was reportedly leaking from the cassette and fluid also came into contact with the cycler. The pd patient stated it was unknown what may have caused the fluid leak and he was not requested to come into the clinic for any prophylactic medication. The pd patient stated he reverted continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment and no treatment was missed. The pd patient stated he did not require any medical intervention and no prophylactic medication was required or provided as a result of the reported occurrence.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported a cassette burst and leak, resulting in the machine alarming an error message. Additional follow-up made to the pd patient confirmed there was no issue with overfill and no injury occurred. The pd patient stated he received an ¿m31 air detected in cassette¿ alarm during drain 5 of treatment and when attempting to cancel treatment and opening the cassette door fluid was reportedly leaking from the cassette and fluid also came into contact with the cycler. The pd patient stated it was unknown what may have caused the fluid leak and he was not requested to come into the clinic for any prophylactic medication. The pd patient stated he reverted continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment and no treatment was missed. The pd patient stated he did not require any medical intervention and no prophylactic medication was required or provided as a result of the reported occurrence.